Manufacturer narrative:
This failure could not be verified due to no product being returned for evaluation. A root cause is unable to be determined; therefore, no corrective actions will be taken. If product is returned in the future, the issue will be reevaluated at that time.

Event description:
Arterial line in left wrist was being drawn off to get air out of tubing. The arterial line was being flushed and port sprayed blood out onto patient, the bed and the nurse's uniform, face, and left eye. Gloves were worn and blood cleaned from face immediately, and hands washed.